Event description:
An ophthalmic assistant reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up phone call, it was reported that the patient had severe dry eyes that the surgeon had treated with punctal plugs. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 12/06/2011, 12/07/2011, 12/15/2011, and 12/21/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).